Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for the review. The photo shows a partial view of an implanted drainage catheter, where the clinician is removing the bandage and revealing that the white connector of the drainage catheter has completely fractured into two pieces. Therefore, the investigation is confirmed for the reported fracture, fluid leak and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage procedure using a navarre universal drainage catheter. On (B)(6) 2026, during the drainage process, the white connector on the drainage tube fractured completely into two pieces, resulting in fluid leakage. The patient¿s physical condition did not allow replacement of the tube with a new one, so the treatment plan was altered. It was further reported that the removal and replacement of the drainage tube are standard procedures. The patient was already in a coma upon arrival, and this condition was unrelated to the medical equipment. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage procedure using a navarre universal drainage catheter. On (B)(6) 2026, during the drainage process, the white connector on the drainage tube fractured completely into two pieces, resulting in fluid leakage. The patient¿s physical condition did not allow replacement of the tube with a new one, so the treatment plan was altered. It was further reported that the removal and replacement of the drainage tube are standard procedures. The patient was already in a coma upon arrival, and this condition was unrelated to the medical equipment. There was no reported patient injury.